Event description:
It was reported that the subject device intermittently displayed an e226 error code. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device intermittently displayed an e226 error code. The reported issue occurred a few minutes into an unspecified procedure. The procedure was completed without further issues. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: b5, d10. Updated fields: d4, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed/observed during inspection. Based on the results of the investigation, a definitive root cause of the event could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.